Event description:
It was reported by the sales rep in china that during an unspecified surgical procedure on an unknown date the truespan 12 degree peek device packing plate detached. Changed another one to continue the surgery, the same problem happened again. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 2 of the same event.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10: concomitant device: truespan 12 degree peek, therapy date: (B)(6) 2024.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the photo, it was observed that the first plate appears to be completely out of the needle. The trigger position is not shown. The shaft does not show structural anomalies. The manufacturer performed an investigation with the photos provided by the customer with the following results; a training verification was performed and all of them have been passed. The potential impact of an implant out of the tube has been assessed and the occurrence was evaluated resulting in an acceptable overall risk. Analysis showed that production guarantees in-process detection of the alleged issue. Final bounding is limited to this complaint only. Based on the outcome of the failure investigation, it is confirmed that the manufacturing process was performed in accordance with the validated state. Root cause is not manufacturing related. The overall complaint was confirmed as the observed conditions of the truespan 12 degree peek would contribute to the complained devices issue.¿ based on the investigation findings, the root cause is traced to procedural variables, such as; handling of the device, or product interaction before procedure, the device was mishandled while it was being unpacking and consequently cause the red trigger activation, therefore the plate was released. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.